Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla/biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while the physician was performing sphincterotomy, the cutting wire of the dreamtome rx 44 broke and was hanging from end. It was reported that no part of the cutting wire detached and fell into the patient. Due to the broken wire, the physician was unable to pull the device back through the scope. After many careful attempts, he was able to remove the device from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).